Manufacturer narrative:
Additional manufacturing narrative: the device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the handheld will switch off itself intermittently. No patient impact or consequences reported.

Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed a broken docking latch. During testing the unit was able to power on using both ac and battery power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The broken latch results in poor seating in an rds docking station which will likely result in intermittent electrical contact with the rds. When not fully docked the device will run on battery power until the battery is depleted. When operated using battery power the device ran for 5 minutes with continuous measurement before low battery alarm was observed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.